Event description:
During balloon venoplasty of a dialysis fistula, 10mm x 40mm evercross balloon ruptured. Part of the balloon remained in the patient's subcutaneous tissue. The interventional radiologist immediately informed patient and family. He said this would not cause any harm to the patient. Health professional's impression: ruptured balloons should not break into separate pieces as this one did.